Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the right ventricular lead was placed and dislodged from the septal wall. The physician did not want to reattach the lead to the septal wall or apex and decided to extract it. A new lead was placed, there were no complications from the procedure or patient complications.

Manufacturer narrative:
Analysis was normal, no anomalies were found.